Manufacturer narrative:
Stryer contacted the customer to request additional information on the patient. The customer provided stryer with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryer field service representative (fsr) performed an evaluation of the customer¿s device. The stryer fsr was not able to verify the first reported issue (device would not detect the connected defibrillation paddles). Additionally, stryer fsr was able to verify and duplicate the second reported issue (error logged in the device memory). The root cause of the reported issue could not be determined. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryer to report that their device would not detect the connected defibrillation paddles. As a result, defibrillation would not be available, if needed. Additionally, the customer reported that an event code is logged in the memory of the device. The event code logged in its memory is related to a potential issue of the device to deliver energy. This issue is patient related; however there was no adverse event reported.